Event description:
On (B)(6) 2010, pt reported previously seeing condensation/insulin inside of the cartridge chamber after changing the insulin cartridge. Pt cannot recall if she manually removed the condensation, but stated there currently was no condensation present. Pt reported she does see a 'residue' inside of the infusion device chamber. Advised pt on cleaning the residue with a dry cotton swab. Pt stated condensation was not present at the time. On call back from pt on (B)(6) 2010, pt reported she was not experiencing condensation in the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.